Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "a unit is been sent out for repair. There was no patient harm involved. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). The device was attached to a bracket and powered on, a red pump alarm was observed. Log files were reviewed and an air compressor failure was found at the time of the alarm. The device was opened for internal inspection and to test the pneumatic assembly. The pneumatic assembly failed during recharge testing, indicating an air compressor failure. The tank body was inspected for damage, no problems were found. The rear housing o-ring is unseated and will be replaced during repair.